Event description:
It was reported that the arctic sun device kept turning off infrequently. Sometimes the display shuts down, but the pumps keep running, sometimes both display and pumps shut down. The power switch 240v on the back of the device stays on and emits acoustic signal. Sometimes this happens after 4.5 min, sometimes after 25 min. Per follow up information received via email on 05jan2024. The device will be sent for bd approved facility for evaluation. No patient involvement. The device control panel assembly will be replaced.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device kept turning off infrequently. Sometimes the display shuts down, but the pumps keep running, sometimes both display and pumps shut down. The power switch 240v on the back of the device stays on and emits acoustic signal. Sometimes this happens after 4.5 min, sometimes after 25 min. Per follow up information received via email on 05jan2024. The device will be sent for bd approved facility for evaluation. No patient involvement. The device control panel assembly will be replaced.